Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and no solid tone was noted. However, a hissing sound was noted. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy, the device was giving a solid tone. The instrument was replaced, but the solid tone remained. The device worked intermittently and the doctor was able to get through the case without any patient consequence.